Event description:
A discordant, falsely low creatinine result was obtained on one patient sample on an advia 1800 instrument. The discordant result was reported to the physician(s), who questioned the result and requested that the sample be repeated. The sample was repeated on an alternate advia chemistry instrument and resulted higher. It is unknown if the repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low creatinine result.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). During a review of the instrument data, the tsc specialist discovered that when the sample was run, the instrument had produced a negative value accompanied by a d flag and an l flag. The tsc specialist informed that customer that the d flag is for an absorbance error and the negative value should not have been interpreted as a result for the patient. A siemens customer service engineer was dispatched to the customer site. The cse had the customer perform a precision run, which resulted within specifications. The customer had observed a shift in quality control results on their advia chemistry instruments and ordered new creatinine reagent. The cause of the instrument producing an absorbance error is unknown. The cause of the absorbance error being misinterpretted by the operator as a low result is user error. The instrument is performing according to specifications. No further evaluation of this device is required.